Event description:
It was reported that the patient alert was triggered due to high impedance. A right ventricular (rv) coil fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.